Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was brain cancer. The caller stated that the customer had cancer that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. It is unknown if the customer was using sensors. The caller stated that the customer's diabetes was out of control due to chemo therapy. The customer was taken off the pump as there was nothing else that could be done for them. The caller declined to return the insulin pump for analysis as they no longer had it.